Manufacturer narrative:
Patient identifier not available from the site. Patient sex not available from the site. Patient weight not available from the site. Unique device identifier (UDI) is unavailable. No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cranial biopsy for possible glioblastoma, the navigation system was unable to recognize the biopsy needle on three subsequent attempts with the same needle. It was reported that the area biopsied could not be fully located. The surgeon opted to complete the procedure without the use of the navigation system. The surgeon opted to discontinue with the procedure due to the reported issue. No additional information was provided. It was later reported that the biopsy guide being used by the site was out of service. No additional information was provided.